Event description:
It was reported, that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. Boston scientific technical services (ts) discussed, that the stimulation could be positional, as patient could feel it at night and when in certain position. Ts also discussed option of programming lv impedance off to rule that out. The lead remains in service to date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).